Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was detached and missing (outside of patient). The pusher assembly was found broken which likely led to the detachment of the implant coil.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the second implant coil could not be detached and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).